Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the nozzle unit in air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician the customer has not replaced pm kit before. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit, which were incorrectly maintained.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
Continuous gas leakage was reported. There was no patient harm. Manufacturer's ref. #: (B)(4).